Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As received, the belt failed incoming testing. Upon eval, the white (pp-) wire was open inside the distribution node. The cause of the test failure is the open connection inside the distribution node. The root cause of the open connection cannot be positively identified but is likely excessive force placed on the cables. No adverse event resulted from the open connection. The last pt to use this belt did not report any deficiencies.

Event description:
Review of service data detected a reportable problem. During servicing, belt sn (B)(4) failed incoming testing. The last pt to use this belt did not report any deficiencies.